Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on information documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility representative. Patient (B)(4). The following information concerning the evaluation of the device is a summary of the information documented by the carefusion failure analysis lab technician. The carefusion failure analysis lab representative evaluated the device and was not able to reproduce/verify the reported failure thus was not able to identify a root cause in this alleged event. The device performed according to care fusion specifications. As the reported event could not be reproduced, carefusion considers this to be an isolated incident. Carefusion has contacted the user facility to advise them that as a precaution, the tran com alarm (tca) pcba should be replaced. At present the device is at the carefusion factory service department awaiting customer's approval to perform the recommended precautionary repairs. If the user facility refuses to approve the recommended precautionary repairs, the device will be returned to the user facility in the same state as it was received.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative(s). "[Name removed] in biomed called stating an incident was reported to him involving a patient. Per [name removed], manager of respiratory, the ventilator was disconnected briefly from the patient for a procedure. The ventilator displayed the circuit disconnected alarm; however, there was no audible alarm. The therapist then hit the reset button without response. The ventilator display was frozen, still displaying circuit disconnect with no audible alarm. At this time, the therapist hit the main key, the panel lock key, but nothing was responding. She then shut the unit off and turned it back on again, the ventilator booted up in service mode. They tried rebooting the ventilator several times and it kept coming up in service mode. There was no harm noted to the patient, the patient was manually ventilated via ambu bag and eventually placed on another ventilator."